Event description:
My fiance used u by kotex security tampons (not sleek) and the fabric [invalid] broke from the tampon when trying to remove it. They said the recall was only for sleek but why did this happen around the same time then? I called the company and they just said it was fine and there was nothing to worry about with security tampons. I don't believe that. I don't want other girls' lives in danger because the company doesn't know which products are defective. How was it taken or used: vaginal. Therapy duration: 1 wk. Reason for use: menstrual.